Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was "high"; cause was not known. Exercise and a bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.